Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure while tunneling the lead extension with the tunneling tool the surgeon perforated the skin. The wound was addressed and closed. The implant procedure was completed. The patient was doing well post-operatively. The tunneling tool was disposed at the facility and was not returned to bsc.